Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked fluid within the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date from january 18 to january 20, 2016. The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph showed evidence of droplets of liquid located inside the device housing. A nonconformance has been opened to address this issue. The reported condition was verified and the cause is unkown. Should additional relevant information become available, a supplemental report will be submitted.